Manufacturer narrative:
Currently, it is unk to what extent the device may have caused or contributed to the reported event. The pt's attorney did not provide medical records. We have contacted to the initial rptr to request add'l info and to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2012 - the pt was implanted with a bard flat mesh device during a hernia repair due to a work related injury. The attorneys report alleges that the mesh has become loose and is causing pain. The attorney's report alleges pain, detachment of mesh.